Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with an unknown lot number, was returned and analyzed. Visual inspection of the mapping catheter showed the device was intact with no apparent issues. In conclusion, the reported clinical issues could not be confirmed through product analysis. There is no known malfunction of the mapping catheter that could cause the alleged adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least eight applications were performed with balloon catheter 2af283 with lot number 69586 on the date of the event. System notice 50012 ¿the refrigerant delivery path is obstructed¿ was triggered on the beginning of the first ablation. In conclusion, the patient was deceased, and other clinical issues were encountered during the procedure. The reported clinical issues could not be confirmed via data analysis. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, following the transseptal puncture, a small pericardial effusion was observed. Then, hypotension occurred. The pericardial effusion was noted to be big. The case was aborted with the patient under general anesthesia. A thoracotomy was performed. The patient went into cardiac arrest, and defibrillation was attempted. The patient is deceased.